Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the procedure was breast augmentation primary. Affected product for the left breast implant was catalog number 3501630, saline mentor smooth round moderate profile 225cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent a breast augmentation with a saline mentor smooth round moderate profile 225cc and a saline mentor breast implant of unknown type and experienced deflation and capsular contracture baker grade IV on the right breast implant. As a result, the patient had undergone removal and replacement of the right breast implant with saline mentor smooth round moderate plus profile 275cc on (B)(6) 2019. The patient also experienced ptosis on the left breast implant. The patient had undergone left breast mastopexy. This medwatch is for the left breast implant.